Event description:
Reported 1 false positive flu a and 4 false positive flu b results across asymptomatic and symptomatic patients. A total of 700 patients were tested. The customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine; could not duplicate with retains. Source: phone & email.

Manufacturer narrative:
B4- added date of follow-up report. D4- adding product lot numbers 706396, 706378 as they were also provided.